Manufacturer narrative:
The remote service engineer (rse) was unable to confirm the event. No additional information was provided. It is unknown if the issue was resolved. The device remained at the customer site. This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The customer reported that the display was broken. The device was not in use at the time of the event.